Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient required emergency service on (B)(6) 2024 due to high blood glucose, for which he was treated with correction injection via multiple daily injection. The patient had small level of ketones, which were life threatening. At the time of this report, the patient was released. No further information available.